Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 6f ebu 3.5 launcher, sheath: 6f pinnacle. The device was not returned for evaluation. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. The reported patient effects of hypotension and occlusion are listed in the graftmaster IFU as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a percutaneous intervention was performed to treat a moderate size aneurysm following a tight lesion in the proximal left anterior descending (lad) coronary artery. A 3.5 x 26 mm graftmaster was advanced and deployed with a single inflation at 15 atmospheres to treat the aneurysm. Post dilatation was performed with a 3.0 x 21 mm non-abbott non-compliant balloon. After the grafmaster was implanted successfully, the two septal perforators were lost. This resulted in extreme bradycardia with hypotension transiently. Blood pressure was supported with medication for a brief period. The patient had been in atrial flutter with 2 to 1 block prior to intervention. After the procedure, the patient was stable with stable vitals. The patient outcome was excellent. No additional information was provided.